Manufacturer narrative:
The reported event of thrombus could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An anecdotal report was made by two physicians from (B)(6) hospital explaining why they prefer not to use abbott epic aortic valves. The physicians expressed that patient's long ago had experienced getting thrombus on their epic aortic valves. The following event is being conservatively reported.